Event description:
It was reported that during a supply change the insulin cartridge was leaking within the chamber, most of the insulin had been lost, and the plunger remained inside the cartridge; the user then filled a new cartridge, completed the supply change, confirmed visible drops, and resumed insulin delivery, consistent with a leak/splash involving the reservoir component. Customer care provided support that included troubleshooting with the user remotely. Investigation of this case revealed evidence consistent with a leakage at or related to the seal, aligning with a device leak/splash associated with the reservoir. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.